Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 was not detected on the bus. A field service engineer (fse) addressed an issue where the half height cubie drawer failed and was missing from the medication application configuration. The fse replaced the half height cubie bus module and drawer controller boards, reseated the row board cable connections, and reseated all cubie trays and pockets. After testing, all pockets and the drawer were successfully recovered. Fse performed preventative maintenance on med station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.